Event description:
The user facility reported a failed bi was obtained after a sterilizer cycle.

Manufacturer narrative:
A steris service technician arrived onsite and found that hospital personnel were utilizing the incorrect biological indicator activator. As a result the activator cracked the bi and the media leaked into the incubator. The technician discussed the proper bi activation and processing procedure with hospital personnel. The technician inspected the sterilizer and found it to be operating properly. No issues were noted and the sterilizer was returned to service. No additional issues have been reported. The user facility declined to provide additional information regarding the reported event including any injuries or procedural delays or cancellations as a result of the failed bi.